Manufacturer narrative:
Reporter is a synthes employee. Part: 03.019.017, lot: 7644711, manufacturing site: (B)(4), release to warehouse date: october 28, 2011. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Visual inspection: the depth gauge for multiloc hum nling sys was received at us customer quality (cq). Visual inspection of the complaint device showed the hook/probe component had come out from the shaft component. Per the design drawing, the hook is supposed to be laser welded onto the shaft. The complaint condition can also be confirmed based on the received images. No other issues were observed. Functional test: a functional assessment was performed on the complaint device. The hook component was able to be placed back into the shaft component but would also be removed easily. The complaint was able to be replicated. Dimensional inspection: a dimensional inspection was not performed due to post-manufacturing damage. Document/specification review: current and manufactured revisions were reviewed. No design issues or discrepancies were identified. Investigation conclusion: this complaint is confirmed as the laser weld had broken and the hook/probe component had come off of the shaft component. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during loan kit inspection on an unknown date, it was noticed that the weld holding the probe of the depth gauge has cracked, allowing the probe shaft and depth gauge body to separate. Upon manufacturer receipt and investigation of the device, it was determined that the device was broken. This report is for a depth gauge for multiloc humeral nailing system. This is report 1 of 1 for (B)(4).